Event description:
Patient was suffering from a stroke with the right internal carotid artery blocked. Physician advanced free climb 70 up into the rica and brought it to m1 segment without any issue. After connecting the aspiration the physician felt resistance pulling back the catheter. The physician completely removed the system from the patient and found the catheter had unraveled.